Manufacturer narrative:
No further info is available to scanlan international, inc. Device disposition is unk.

Event description:
The bullet tip of the tunneler sheath became dislodged during a femoropopliteal procedure. Surgery time was extended 2 hours to locate the tip as reported.